Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from air/water channel of the subject device tested positive for unspecified microbes (864cfu). Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: enterobacter cloacae, citrobacter farmeri, serratia marcescens and pseudomonas mendocina (total >100cfu). Air/water channel: micrococcus species (9cfu). The device had been manually reprocessed. There was no report of infection associated with this report.